Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded partially inside the t-handle with the one-way valve attached. Blood was observed on the exterior of the catheter. No blood was observed inside the iab catheter. The catheter tubing was observed to be oval shaped along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint (B)(4).

Event description:
It was reported that as soon as the intra-aortic balloon (iab) was inserted, blood entered the iab. The iab was removed and a new one was inserted to complete therapy. There was no patient harm or adverse event reported.

Event description:
It was reported that as soon as the intra-aortic balloon (iab) was inserted, blood entered the iab. The iab was removed and a new one was inserted to complete therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that as soon as the intra-aortic balloon (iab) was inserted, blood entered the iab. The iab was removed and a new one was inserted to complete therapy. There was no patient harm or adverse event reported.